Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. It was noted that the pump's audio tones and vibrations were functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/07/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the pump powered on to a blank display with audio tones and vibrations functional. The pump case was removed and the display screen was found to be cracked. A test display screen was inserted and was found to function properly. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn/punctured. The returned battery cap was able to be fully secured to the pump and was used to complete all testing.